Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a blood glucose nadir of 30 mg/dl while using the ilet system; the cause was unclear, no alerts or alarms were reported, and the user self-treated with oral glucose tablets, a snack, and sugared coffee. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included temporary impairment that was addressed with oral carbohydrate without medical intervention or hospitalization. Investigation included a review of available information and attempted data review; device data were not available for analysis. Investigation of this case revealed no report of device malfunction and no evidence of a product problem. It was concluded that the event was user-experienced hypoglycemia with an undetermined root cause and no device performance issue identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.